Manufacturer narrative:
Although howmedica, inc is a dist of this device, a MFR report had inadvertently been submitted for this complaint. The assigned MFR report # 8010177-1997-00022 was left in this report for reference. This number will be deleted from howmedica's file for this report. Dist report # 1643758-1997-00002 has been assigned to this file. Section f has been updated accordingly. This report has been sent to the MFR for applicable reporting requirements. This is the same pt/event as MFR #8010177-1997-00021 and dist report #1643758-1997-00003.